Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was in MRI mode and was unable to be disabled, rendering the ipg inoperable. Surgical intervention may occur later to address the issue.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
The observation from the field ¿unable to disable MRI mode¿ in reference to the inability to connect to the device to disable MRI mode was confirmed. It was concluded the root cause of the observation was due to the device having been previously placed in MRI mode. Based on the event details the patient changed controllers. It was also stated the implantable pulse generator (ipg) had been deleted from the controller. If a device is placed in MRI mode and pairing/bonding is eliminated or not possible, any follow up attempts to communicate or pair between a patient¿s ipg and artemis programmer/controller will be unsuccessful. The device also will not bond with any other device that had not been previously paired. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Analysis also confirmed the device could be placed in MRI mode and exited using a programmer that had been bonded to the returned ipg.

Manufacturer narrative:
The fsca number is included in this report. The observation from the field ¿unable to disable MRI mode¿ in reference to the inability to connect to the device to disable MRI mode was confirmed. It was concluded the root cause of the observation was due to the device having been previously placed in MRI mode. Based on the event details the patient changed controllers. It was also stated the implantable pulse generator (ipg) had been deleted from the controller. If a device is placed in MRI mode and pairing/bonding is eliminated or not possible, any follow up attempts to communicate or pair between a patient¿s ipg and artemis programmer/controller will be unsuccessful. The device also will not bond with any other device that had not been previously paired. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Analysis also confirmed the device could be placed in MRI mode and exited using a programmer that had been bonded to the returned ipg. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.